Event description:
It was reported that the home patient had connected to the patient line of the cassette after initiating therapy. The technical service representative reviewed proper procedures with the care giver and assisted in ending the therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient initiated therapy prior to connecting to the patient line of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.